Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely while the user was handling the device, water invaded scope connector, which led to abnormality of electronic parts. As a result, error message b30 occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿-inspection of the endoscopic image -when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while immersing the endoscope in the water. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed. There was no image on the lcd monitor and a b30 error was displayed due to a corrosion at the printed circuit board connector. Also, evaluation found the corrosion was caused by moisture ingress in the connector and the bending section adhesive was separated and peeled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the bronchovideoscope displayed a b30 scope communication error message before a procedure. There were no reports of patient or user harm associated with this event.